Event description:
It was reported by the hospital nurse that the customer had been hospitalized for high blood glucose levels. Customer was wearing insulin pump and was given insulin during hospitalization. Blood glucose level was 550 mg/dl at time of hospitalization. The nurse stated that the customer was not wearing the device during hospitalization and was treated with an intravenous insulin drip. Customer's blood glucose level was 146 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.